Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was not in clinical use when the issue occurred. After system startup, a pop-up message of ¿some geometry movement is unavailable¿ was displayed. The user performed a full restart of the system, as instructed by the philips remote service engineer, which corrected the issue. A philips field service engineer inspected the system onsite. Troubleshooting actions showed an issue with geometry movements. Analysis of the log file confirmed a system malfunction. The field service engineer replaced the amc triple servo drive which returned the system to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the responsible organization of the azurion equipment must institute a routine user checks program. The responsible organization of the azurion equipment shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome. Health impact code was corrected.

Event description:
It has been reported to philips that some geometry movement is unavailable. There was no reported patient or user harm. The device was reported as in clinical use at the time the issue occurred. The field service engineer (fse) performed system functionality on geometry movements and after three system shutdowns and test geometry movements, error report did not show up. The device was returned to use in good working order.